Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced an infection. Additional information was reported that the patient was prescribed with antibiotics for treatment for the infection.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced an infection.

Manufacturer narrative:
Additional information: b5, h6.